Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient remained in preadmit status even after the a04 message was resent. The technical support specialist (tss) cast the patient in the server using the visit ID provided. The tss identified that two mrns were created and confirmed that a08 and a04 messages were sent to the second medical record number (mrn) until discharge. The tss communicated the situation to the customer via email and requested an active directory (adt) update to clarify how the second mrn was created. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was in preadmit status, even after the a04 message was resent. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.